Event description:
The customer reported high blood glucose. The blood glucose reading was 422 mg/dl. The sensor alarmed sensor error alert. The proper methodology for sensor and infusion set insertion was explained to the patient. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.